Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mammogram abnormal, cervical pap smear normal and mastodynia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (as reported discrepancy) plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed discrepancy: discrepancy noted in lab data as per previous version, imaging procedure results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) was conducted but the results were not reported.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorme. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (as reported discrepancy). Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnorme. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) was conducted but the results were not reported. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event of "injury" was updated to pelvic pain. New events were added - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleed. Reporters information updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mammogram abnormal, cervical pap smear normal and mastodynia. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal") and back pain ("lower back"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of implant: (B)(6)2010 (as reported discrepancy) plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed discrepancy: discrepancy noted in lab data as per previous version, imaging procedure results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test (unspecified) was conducted but the results were not reported.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received , new reporter and event lower abdominal ,lower back pain added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mammogram abnormal, cervical pap smear normal and mastodynia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (as reported discrepancy) plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed discrepancy: discrepancy noted in lab data as per previous version, imaging procedure results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) was conducted but the results were not reported.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal), migraines / headaches, nausea, fatigue, hair loss were added. Lawyer was added. New reporters were added. Patient demographic was added. Concomitant condition was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.